Manufacturer narrative:
The customer returned the suspect meter. The obtained qc values were in the allowed range of the used combination master lot strip. All measurements were without error messages. The returned meter meets the specification. Relevant retention test strips (lot 20619621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Event description:
The customer called from the hospital alleging that he received an incorrect high result of 3.0 inr on (B)(6) 2016 on his coaguchek xs meter with serial number (B)(4). The customer had continued to take his normal coumadin dosage. On (B)(6) 2016 the customer's leg was bothering him. The customer indicated he went to the hospital due to his leg and the result of 3.0 inr from 2 days earlier. The customer was tested at the laboratory in the hospital and the result was 1.8 inr. The customer was admitted to the hospital and diagnosed with blood clots. The customer tested on his coaguchek xs meter on (B)(6) 2016 while he was still in the hospital and obtained a result of 2.8 inr. The customer was treated with heparin in the hospital. As of (B)(6) 2016 the customer is still in the hospital, but, is expected to be released later this same day. The customer's therapeutic range is 3.0-4.0 inr. The patient is not on any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. It was noted that the customer stores the strips in the original container; however, the temperature in his home can exceed 86 degrees fahrenheit. Sometimes the customer leaves his home for a couple of days and does not run the air conditioning. The suspect product was requested for investigation. The customer stated there are no strips left in the vial to return.